Event description:
A chemist has reported on behalf of a customer who was having erratic glucose readings on their precision xtra meter. The customer measured 52 mg/dl using strip lot 40443. The customer then took glucose, and after 10 minutes, re-tested using strip lot 11388 and received reading of 189 mg/dl. Following these results, the customer administered insulin which resulted in the customer experiencing hypoglycemia. The customer received treatment by a third party. It is unclear if the customer re-calibrated the meter when using a different lot of test strips.